Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse performed multiple hardware interventions including cleaning the ise (ion selective electrode) module, adjusting alignment on the ise mix motor, adjusting a buffer fitting, replacing the r1 inner and outer syringes, replacing the sample syringe, and replacing buffer valve assembly in cell 1 and cell 2 which resolved the issue. (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) patient results on their au5800 chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event. Calibration data showed potassium and sodium calibrations failed once prior to the event, but passed upon repeat. The customer indicated they forgot to prime prior to this calibration attempt. The customer did not specify the number of patients involved and did not provide data.